Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product testing could not be performed as the product remains implanted. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient's vision was targeted at plano, but patient was at -2.00 instead after implantation of 25.5 diopter intraocular lens (iol) model, zcb00. Reportedly, there was nothing in patient's chart or postoperative would explain this result. Through follow up, the doctor reportedly responded that patient had aqueous direction, but she improved on atropine. The patient's examination results: preoperative vision: +1.50 -1.50x90 20/25. Postoperative vision: -1.00 sph (on atropine) 20/20 without -2.25 sph 20/20. Reportedly, the patient had narrow angles with pas (peripheral anterior synechiae) s/p li (laser iridotomy) with no improvement preoperative and iop (intraocular pressure) was high. Umb (ultrasound biomicroscopy) showed narrow angles and no plateau iris. Lens extraction was performed to open angles more. It was confirmed that the cataract surgery was performed on (B)(6) 2019 and the original iol remains implanted. It was noted that for retina problem the doctor is going to do ppv (pars plana vitrectomy) and then will monitor the patient's refractive outcome when she's off atropine. Currently, she is still about -1 on atropine. No additional information provided.